Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad). While advancing the 2.50x20mm taxus liberte stent delivery system to the target lesion the stent strut lifted up. The procedure was completed using another of the same device. There were no complications and the patient condition was listed as "good".

Manufacturer narrative:
(B) (4). (B) (6). Device evaluated by MFR: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B) (4)